Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by cloudy effluent fluid, which warranted outpatient antibiotic therapy. Per the home program manager (hpm), the cause of the events is unknown; therefore, causality cannot firmly be established. However, the hpm reported the events were unrelated to the utilization of any fresenius device(s) or product(s). Additionally, and infectious disease consult revealed the peritonitis was likely caused by an infectious pocket which never healed. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2020. Medical records revealed a peritoneal effluent fluid culture (cloudy) and cell count (wbc = 13,367 /mm3, polymorph cells = 97%), and the patient was treated with daily intraperitoneal (ip) ceftazidime 2000 mg on (B)(6) 2020 through (B)(6) 2020 and ip vancomycin on (B)(6) 2020 and (B)(6) 2020. The peritoneal effluent fluid culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued on (B)(6) 2020. The patient¿s home program manager (hpm) reported the cause of the peritonitis is unknown; however, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). Follow-up cell counts were collected on (B)(6) 2020 (wbc = 115 /mm3, polymorph cells = 86%) and again on (B)(6) 2020 (wbc = 8 /mm3, polymorph cells = 0), which demonstrated a steady decline of the infection. The patient continued to undergo ccpd therapy, utilizing the same liberty select cycler as before the events. The home program manager reported the patient may have had an infectious pocked that never healed, however this was not confirmed as the cause of the peritonitis.